Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a thermal balloon ablation in2006. The patient was hospitalized with pain for ten days following the procedure. The patient had a hard abdomen and foul smelling misly discharge, and was treated with antibiotics and pain medication. The patient did not demostrate any suggestive evidence of fluid collection or masses, but had a distended and tender abdomen until the 9th postoperative day when distension had gone. Internal pelvic exams were performed and the uterus was very sensitive to motion. On day five, the uterus was also sensitive to mobilization and there was a whitish vaginal discharge on almost a daily basis which cultured no baceria or germs. The urinary and bowel functions were present. CT scans done and they were negative for suspicious of abnormalities. No bowel problems could be found and the patient was released after 10 days.